Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast augmentation with mentor memorygel breast implants 450cc was diagnosed with fibromyalgia post implantation. The patient reported weight gain, fatigue, brain fog, difficulty concentrating, difficulty with word recall, memory issues leading to adhd diagnosis and prescription medication, increased difficulty sleeping, joint pain, muscle pain/fatigue, bilateral arm and foot numbness and tingling, cervical and thoracic pain, shoulder pain with loss of motion, axillary pain and tenderness, irregular periods even with birth control medications, slow wound healing, easily bruising, dry skin and hair, heart palpitations and worsened anxiety. No date of explantation was reported. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This report is for the second of two devices.